Manufacturer narrative:
The device was returned, and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited adhesive between the distal end and server plug in (z-block) was cracked and had a gap, and the adhesive around the light guide (lg) lens has foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed gap in adhesive between the tip and server plug could not be determined, however, the issue was likely the result of physical stress due to impact and or chemical solutions. Additionally, the observed foreign material in the light guide lens could not be determined, however, it is likely that due to observed cracks in the lens adhesive, proper reprocessing could not be performed. Olympus will continue to monitor field performance for this device.